Manufacturer narrative:
(B)(4).

Event description:
The carrier tube assembly of the 8f angio-seal sts plus vascular closure device came out of the insertion sheath when an attempt was made to pull it into the rear locking position. The collagen was pushed down, but since confirmation could not be made that the anchor had deployed correctly, the anchor and collagen were surgically removed from the patient and the puncture site was stitched closed. During removal, the collagen was found adhered to the anchor inside the artery. The patient has reportedly experienced no consequences at this time.

Manufacturer narrative:
UDI: (B)(4). Product evaluation: the results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position, inconsistent with the event description. The tamper tube had been bent. The sheath manifold had been stretched and flared, consistent with the suture having been forcibly pulled through the sheath tubing. The suture was returned in two segments. The anchor and compacted collagen fragment were secured by an intact suture loop. The overall device condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.